Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. However, water was leaking from the scope cover of the operation part, so reprocessing could not be completed. It is likely that foreign matter remained in the air/water nozzle. The event can be detected/prevented by following the instructions for use which has the following descriptions: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope cover leaking, angle rubber glue separated, air /water nut painting peel off, suction cylinder nut painting peel off, angulation less or specified value, angulation play, natural air supply volume at idle due to /air water channel nozzle clogged, and water contact/water removal air water channel due to nozzle clogged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope air/water system blows for few seconds before stops blowing. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.